Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that during a ladg procedure, the blade tip broke off the device. Another device was used to complete the case. There were no adverse consequences to the patient.